Manufacturer narrative:
(B)(4). Subsequent to the submission of the initial medwatch report, additional information was received indicating the device manufacturer is fresenius (B)(4). The manufacturer was made aware of the event.

Manufacturer narrative:
(B)(4) the device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) underwent a percutaneous endoscopic gastrostomy (peg) tube placement on an unknown date. It was reported that the patient experienced pain at insertion site, encapsulated abscess and pus formation. The patient went to outpatient clinic and the abscess was drained to remove a lot of pus.